Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/10/2024. H6 component code: g07002 no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a followup report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no nonconformances were identified. Additional information was requested, the following was obtained: please provide the applier lot number? Pmbczps0; scbbtgs0 please confirm if the clips could be closed on the suture? Only 50% could be closed please explain how the clips were loading into the applier? As per IFU please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading: yes was the applier checked for damaged (jaws straight and aligned)? Yes please confirm that all 3 instrument parts with same serial no. Was assembled and used. Yes please provide the source or name of person providing answers to followup questions (not the person relaying/submitting answers to loc or chu). Robin hagelberg h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mic4030 device was received with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained, and deployed 6 clips as intended over the suture. The instrument was fully functional and conforming. As part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. Please reference the instruction for use for more information. The event described could not be confirmed as the device and clips performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the clip is not working as expected. Every second clip is not being attached to the instrument and is led to that 50% of the clips are not fit to use. The customer stated it is not the handling of the device because they are experienced users and have underwent several trainings. No patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/14/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.